Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode received an inappropriate shock. It was noted that during the shock, this patient was awake and sitting in a chair after waking up in the morning and did not feel unwell. Technical services (ts) reviewed noting based on the baseline shaking and waveform characteristics as well as the primary vector setting, it is likely that the occurrence of a sense b noise artifact is a factor in the improper operation. Ts recommended programming to secondary vector if available. This s-ICD remains in service. No adverse patient effects were reported.